Event description:
Caller reported active system blood glucose results of 252 mg/dl, 223 mg/dl, and 122 mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.